Event description:
Pt reported obtaining back-to-back blood glucose results of 300 mg/dl & 148 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these results. No pt injury was reported & no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product & replacement product was shipped.